Event description:
The customer reported that on (B)(6), a field was delivered with the couch rotation at 0 degrees instead of 270 degrees. The therapist was able to override the couch rotation although she shouldn't be able to do that. After investigation by local personnel, it was found that the user rights were changed without explanation of these changes and all the staff had the "service" rights. The customer reports that there was no pt injury and the correct volume was treated with the correct dose at the correct isocenter, only the entry point of one field was different (fields dose 0,39 gy).

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.